Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that caller stated that about 3-5 months ago patient went to the ER for a pain burst and may have had a mini-stroke. When the ER staff was doing a culture of the urine, they realized that there was 800 ccs in there. They pulled it out and waited for 48 hours and then went back in and it was still hanging around in the bladder. Patient said that wasn't aware that wasn't completely emptying their bladder. Patient said now is using a catheter so that bladder incontinence isn't an issue. Patient said that in a couple of week will be receiving a suprapubic catheter. Patient inquired about using implant for bowel issues. Patient mentioned they are wheelchair bound and not getting the exercise that they would ordinarily do in gravity so it is a constant rollercoaster between constipation and impaction. Patient said is constantly taking fiber and metamucil. Patient said that has had bowel issues prior to receiving implant. Reviewed indications. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did experience urinary retention prior to the device but it was unknown to them if their retention has worsened as a result of the device/therapy. Patient indicated catheterization was not their "standard of care" prior to the device.